Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found partial lead with the connector portion measuring 5.6cm was returned for analysis. A full breach degradation of the outer insulation was noted at 4.6cm to 4.7cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.